Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate shocks due to a suspected right ventricular (rv) lead rv coil fracture. The rv lead exhibited high undefined rv coil impedance and oversensing. It was indicated that p-wave oversensing, t-wave oversensing (twos), and noise/artifact were all seen on the rv lead. It was indicated that an inappropriate shock delivered was less than the programmed energy due to the rv coil issue. The patient also experienced diaphragmatic stimulation. It was indicated that the rv lead had previously been reprogrammed due to small r-waves. The patient was admitted to the hospital and detections were turned off due to the current issues. The rv lead remains in use. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead was reprogrammed which resolved the ffrw oversensing, and the lead remains in use. No further patient complications have been reported as a result of this event.